Event description:
It was reported that the package was tearing while opening. It was further reported that there was no patient involvement and that there were no adverse consequences as a result of this event. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.